Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Customer experienced an elevated blood glucose (bg) of 558 mg/dl. Customer administered a correction injection to address bg. Reportedly, the customer removed the o-ring and successfully loaded the cartridge to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.